Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: - g2: health professional did not apply to this event. - h6 component code: corrected to 4733 - connector/coupler. - h6 medical device problem code: 1371 - loose or intermittent connection does not apply to this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. Additional information added to fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the image went in and out because communication with the scope had failed due to the faulty video connector socket; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center experienced intermittent images. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.